Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact and moisture battery tube. The insulin pump was tested using a good battery cap and passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No moisture damage was found on the lcd board, mother board, interface board, radio frequency board, motor and vibrator assembly during our visual inspection. No blank display during our testing. No damage was found on the lcd isolation tape and no failed battery alarm during test noted. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that the device alarmed failed battery test, and so the customer changed the battery and the display stayed blank. The customer's blood glucose level was 7.6 mmol/l. The customer also reported that there was a bit of moisture and dust in the cavity. The customer declined to troubleshoot. Nothing was replaced or returned for analysis.